Event description:
It was reported that this right atrial (ra) lead exhibited high out of range impedance measurements. Furthermore, respiratory rate sensor oversensing was observed causing episodes of inappropriate anti tachy response (atr). Additionally, a signal artifact monitor (sam) episode was recorded. It was discussed that the possible cause of this would be due to spring contact with the boston scientific device. Reprogramming options were discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).